Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones or vibrations for alerts/alarms. Blood glucose was not impacted. No further patient information available.